Event description:
Pt was admitted to hosp on (B)(6) 2012. Pt had surgery for open cholecystectomy on (B)(6) 2012 in the hospital's operating room. During surgery, a malfunction was reported as the prestige graspers jaw breaking off in the pt during the surgical procedure. The documentation from the device report revealed "jaw of grasper broke off in pt during case. Successful retrieval with no apparent injury noted." The report of the operating room stated it was "retrieved easily with no apparent injury to pt noted. The surgical notes by the surgeon revealed the pt was to be scheduled for laparoscopic cholecystectomy but was converted during the surgery to an open for unk documented reasons. Other instrument documentation in the surgery other than prestige graspers used was "onqpainbuster 400 milliliters, 4ml/hr (dual 2+2) with drug narcaine. No other complications reported during surgery. The pt was admitted as inpatient after the surgery and was discharged to home on (B)(6) 2012. Medications sent home were "ciprofloxacin, cleocin, lortab and colace." The prestige grasper instrument MFR is unk by the hospital's record system.